Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-06350. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The likely cause of the pointed phenomenon was caused by a failure of the sdi circuit. Based on the results of previous studies, we have speculated that the sdi failure occurred because static electricity charged to the equipment and peripheral areas was discharged to the core of the cable and the electronic components inside the product were damaged when connecting the sdi cable to sdi1 in. Or, it is guessed that the sdi element has failed due to the influence of a rare failure of the sdi element, disturbance noise, etc. Olympus will continue to monitor the field performance of this device. The instruction manual provides the following: chapter 2.3, note on the rear panel, for safety reasons, do not connect connectors that may have excessive voltage to this terminal when connecting peripheral devices. Follow the instructions in this manual for connection.

Manufacturer narrative:
While onsite for a walkthrough regarding the new suite at the facility, the field service engineer (fse) was informed that the display on the recently installed cart was not functioning. The facility was preparing to place the cart into service and observed they were not receiving an image. The fse confirmed there was no input on serial digital interface (sdi) "input a." Fse verified functionality of "input b". Equipment was installed within last three months and had not been used since installation and testing. At time of install/testing, equipment was functioned properly. The equipment was left in area designated by facility and had not been relocated since that time. The monitor will be replaced for a new monitor. A review of the device history records shows the monitor was purchased on march 30, 2020 with no repair records. The subject monitor will be returned to olympus for further evaluation. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical assistance center was informed that during preparation for use the high definition liquid crystal display (hd lcd) monitor was not producing any image using input a. No patient involvement was reported.